Manufacturer narrative:
Immucor technical support advised the customer site to perform additional investigations on the donor blood sample to elucidate the donor's abo blood type situation, such as the use of anti-a1 lectin manual tube testing. Site advised of sample tests.

Event description:
On (B)(6) 2017, a customer reported an unexpected abo blood type mistype, when tested on a galileo neo.